Event description:
It was reported to boston scientific that during endoscopic retrograde cholangiopancreatography procedure (ercp) using the hydratome rx sphincterotome, the tip of the device appeared "chewed up". Occlusion cholangiogram was performed, upon pulling back the tome post cannulation, the surgeon noted that tip appeared damaged (chewed up). Though not visible to the human eye the physician did not want to proceed. The device was removed in one piece (tip was not detached) and procedure completed with a different tome. Patient is reported to in "stable condition.

Manufacturer narrative:
(Damaged tip).